Manufacturer narrative:
Product analysis: no product was returned. The device history record was reviewed, and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 25mm bioprosthetic valve, the valve would not seat properly on the patient annulus, and it was not implanted. The physician indicated that the 25mm sizer "went in easy" prior to attempting the 25mm bioprosthetic valve. Instead, a 23mm valve of the same model was implanted. No adverse patient effects were reported.